Manufacturer narrative:
Investigation: DHR was done and no qn or abnormality related to the issue was observed. One representative sample in unopened unit package was returned for investigation. The sample was subjected to blood escape time test to check for adapter leakage and the returned sample passed the test with no leakage observed. The complaint could not be confirmed.

Event description:
It was reported that bd cathena¿ bc straight catheter was pooling blood at the hub and blood splattered on the nurse's arm. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd cathena¿ bc straight catheter was pooling blood at the hub and blood splattered on the nurse's arm. No serious injury or medical intervention was reported.